Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of when going to send to pacs and they pop on the right and the wrong image is popping up to send and not the ones that were saved. The fse determined the cause of the problem to be an incorrect user workflow(save /swap) issue. The fse has discussed this issue with customer. Contacted fse on 2/15/2016 and they report that customer has had no more issues so far. (7 weeks) this issue has been previously investigated where it was determined the problem was not software or hard drive, but rather a customer workflow issue (i.e. Not waiting for the save operation to complete before performing a secondary action). This issue is being addressed through corrective action and a field action.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.